Event description:
It was reported the sjm representative attempted to contact the pt. The pt's wife informed the representative the pt had passed away in (B)(6) 2011. The pt's wife did not know the cause of death, but the scs system was not suspected. It was reported the scs system had significantly improved the quality of life for the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.